Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid via an implantable pump for non-malignant pain and lumbar radiculopathy. They wanted to do an unrelated magnetic resonance imaging scan for the patients knees and they had done mris in the past but they were saying that they could not do it because of the way the pump was put in; stating that the top of the pump or something was upside down etc. The pump was replaced on (B)(6) 2016 due to longevity. Also, in 2017, patient had numbness in the left arm from lower half of arm, from shoulder down to his thumb area and comes around to his two little fingers in a u shape. He had 3 big fingers working but the other 2 don't and patient did not know if it is related to his pump device/therapy or not. His pump was refilled sometime in march and lately it was getting worse and worse and he thought he had overdone it or something and did not think anything of it, he had an upcoming refill in may. No further complications were anticipated/reported.

Event description:
The current dose was up close to 5 something mg/day.